Manufacturer narrative:
Additional information was received that the patient was implanted with a competitor's device but the physician used the bsc clik anchor.

Event description:
A report was received that the patient underwent clik anchor revision procedure for an unknown reason.

Event description:
A report was received that the patient underwent clik anchor revision procedure for an unknown reason.